Manufacturer narrative:
Updated manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events cannot be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of this IFU lists right heart failure, bleeding, and death as an adverse event that may be associated with the use of the hm3 lvas. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of this IFU lists right heart failure and death as an adverse event that may be associated with the use of the hm3 lvas. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a bleeding event which was treated and resolved prior to patient death. The bleeding had resolved after extracorporeal membrane oxygenation initiation.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that extracorporeal membrane oxygenation was initiated for right ventricular support and hemostasis. It was noted that a significant amount of fluid was given while taking note of the right ventricle. Chest tubes were placed and echocardiogram technician noted more mitral regurgitation than pre-operation. Gortex was used to reinforce the integrity of the outflow graft and chest was not fully closed in case the surgeon needed to take the patient back to the operating room. The surgeon also placed peripheral lines in case the patient needed extracorporeal membrane oxygenation for right sided support. The patient expired on (B)(6) 2021 due to right heart failure. It was reported that the outcome was not device or therapy related.